Event description:
The complainant reported leakage from patrol sets with piercing pin, list #52040, lot $48854ry. It was reported that the sets were not connected to a pt, thus there was not report of serious injury or illness to a pt.

Manufacturer narrative:
The laboratory evaluation indicated that all three samples were visually inspected and found to have dents in the tubing and damage (cut/hole) to the insert tubing. The customer's complaint for leakage on these three samples is confirmed due to the holes in the insert tubing.